Event description:
It was reported that a monarc mesh product was implanted on (B)(6) 2009. Because the "plaintiff had a vaginal condition that required surgical intervention for repair. The attorney for the plaintiff alleges that, "from (B)(6) 2009 through present, plaintiff experienced injuries, including, but not limited to pain, discomfort, urinary problems, recurrence of prolapse, infections, worsening incontinence, required and will continue to require to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages." It was also alleged that plaintiff has suffered severe and permanent injuries, has sustained and will continue to sustain the injuries and damages, and that the mesh system is defective and has eroded and caused dense scarring.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.